Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer¿s blood glucose was 8.4 mmol/l. The customer was assisted with troubleshooting. The customer stated that the insulin pump had beep anomaly but customer uses only vibrate. Customer also reported crack in insulin pump casing. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor(u1). Insulin pump received with cracked battery tube threads and cracked case behind the insulin pump near the battery compartment.